Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 7 495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3587a, lot# l84875, implanted: (B)(6) 2000, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 74001, lot# n367377, implanted: (B)(6) 2013, product type: adapter. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location. It was noted the patient was not adequately trained on the recharger or programmer. It was reported the manufacturer representative never came back to the room to show them how to use the recharger or programmer. It was noted the patient¿s pain had not been covered by stimulation, except once, but that went away. It was later reported that since implant ¿it had only worked once or twice.¿ the caller stated they were unable to get in touch with anyone to ¿fix it¿ or be taught how to use it. The caller state that he and the patient, ¿could not figure out the controller.¿ patient services offered to walk the caller through basic information over the phone and the caller replied, ¿that ain¿t going to work.¿ the caller was directed to the healthcare professional (hcp) to request a manufacturer's representative for education and training and the caller replied, ¿well I ain¿t paying for another visit.¿ the caller stated he did not need to pay for another visit. The caller stated, ¿I ain¿t paying until this thing works.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.